Event description:
It was reported to philips that the exposure was not possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the patient was transferred to another room to complete the procedure. The philips field service engineer (fse) visited onsite and identified that the fdcsib (detector controller card) has failed the boot test (auto test). The field service engineer (fse) replaced the detector control card, the broken dual dp to dvi converter, and the brake assembly. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.